Manufacturer narrative:
A ge service rep performed a telephone consultation. The single board computer was reseated and the cmos operating system settings were reset. Recommendations were given to reseat the cine bridge printed circuit board and the cine drive and to contact service if this did not produce a positive result. No conclusion can be drawn as additional repair information is unavailable.

Event description:
The customer reported the 6800 system would not boot up and produced a 'no frame synchronization' error. No pt injury was reported.